Event description:
Reference MDR #1219856-2012-00108 for the first event involving the same pt. It was reported that the event involved a male pt while in the cardio surgery intensive medical department. The new intra-aortic balloon (iab) was inserted through the sheath via same femoral insertion site with no issues. When connected to the pump it started to alarm "helium leak" and again blood was observed in the line. As a result, the second iab and teflon sheath were removed as one unit successfully. There was no other insertion of an iab because "they did not trust to it and decided to leave the pt without counterpulsation. There was no report of pt death, complications or injury. No medical/surgical intervention needed. The therapy was interrupted because they did not attempt to continue with the iabp therapy. No special care or treatment for the pt. The pt outcome is the pt is okay. It was noted the pump was checked by an arrow service engineer and is okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.